Manufacturer narrative:
Product ID: 39565, lot# serial# unknown, implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that one day after the patient was implanted with the lead, she experienced numbness in front stomach. Patient status at the time of this report was noted as alive with injury, the injury referring to the numbness. Hospitalization was required as a result of the event. It was stated that the patient was still in hospital and going for tests to figure out what was causing numbness. Less than two weeks later it was reported that the patient numbness was no longer there.